Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was joint pain/arthritis and non-malignant pain. On (B)(6) 2016 it was reported that last month the home care nurse was told to increase the pump by 20% which was too much. The doctor had to go out to the patients house and turn off the pump and now the pump was alarming. The pump was alarming every 10 minutes and now it was alarming every half hour. Per the reporter, the patient was on hospice with end stage copd (chronic obstructive pulmonary disease).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that a physician went to the patient's house to shut the pump off. The patient did not want the pump anymore and was not a candidate for the pump. The cause of the pump alarm was that when the pump was shut off, the physician forgot to silence the alarm. The physician has since silenced the alarm and the pump alarm has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.